Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty inserting the articular surface implant into the tibial baseplate during knee arthroplasty. Another device was used to complete the surgery.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the component. A definitive root cause cannot be determined with the information provided. If the product is received at a future date, the complaint will be re-opened and processed at that time.